Manufacturer narrative:
No device was received. Only device photos. H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Rupture : no observed. Edema : unable to observe as it is a medical event that is not related to the device. Seroma- late : unable to observe as it is a medical event that is not related to the device. Additional observations: biological tissue observed. No further actions are required since no issue in the manufacturing of the device is a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, edema, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "recall." Patient later reported "seroma-late, rupture, and edema." The device has been explanted and replaced.